Event description:
Device was used during a low anterior resection procedure involving one pt. Reportedly, the anastomosis was intact when inspected and the procedure was completed without incident. Reportedly, the pt returned to surgery eleven days post-operatively displaying an abcess attributed to an anastomotic leak. The abcess was drained without incident.